Event description:
Customer reported to have experienced blood glucose versus sensor glucose issues. Customer's blood glucose at the time of report was 144 mg/dl. After troubleshooting, customer was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.